Event description:
It was reported that the patient had atrial fibrillation with rapid ventricular response and received two inappropriate shocks. The patient had an atrioventricular junction ablation. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitanat product: 4194 implantable pacing lead (B)(6) 2008; 7120 competitor implantable tachy lead (B)(6) 2008. (B)(4).